Event description:
It was reported that after an initial bunion surgery, all hardware was removed approximately one-year post implantation on (B)(6) 2023 due to a broken medial plate and failed fusion. No other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery, all hardware was removed approximately one-year post implantation on (B)(6) 2023 due to a broken medial plate and failed fusion. No other patient outcomes were reported as a result of this event. No devices were returned for evaluation. Device-specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformance's for possible kits utilized in surgery were reviewed and no non-conformance's or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. The most likely cause of the reported event could not be determined as the device was not returned for evaluation. However, per feedback from the surgeon it is possible patient noncompliance and poor bone quality could have contributed to what the patient experienced. The company will supplement this MDR as necessary and appropriate.